Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A pusher wire and introducer sheath were returned for this complaint. Visual inspection revealed that the twist lock of the introducer sheath had been opened. The introducer sheath was inspected, and no anomalies were noted. The pusher wire was inspected and was found kinked. Also, a non-boston scientific-device returned with the complaint. No more damages were found. Microscopic inspection of the pusher wire revealed that the proximal end has a smooth surface. The interlocking arm was inspected, and it was detached (part was not returned). Dimensional inspection of the pusher wire revealed that the components were within specification.

Event description:
Reportable based on device analysis completed on 21apr2021. It was reported that the coil could not be pushed. A 3mm x 6cm interlock coil was selected for use to treat ruptured distal branch of the arteria mesenterica superior. During procedure, the coil entered the catheter, but it could not be pushed from the catheter. The coil and catheter were withdrawn and the physician tried again; however it was noted that the coil could not be pushed. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure. However, device analysis revealed that the interlocking arm was detached.